Manufacturer narrative:
Corrected data: device code: corrected from a1502 to a24. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was advanced along with a non-medtronic guidewire, the momentum was very strong, and the guidewire perforated the apex of the left ventricle. The patient went into hemorrhagic shock and the blood pressure dropped. Medication was administered but improving the blood pressure was unsuccessful. The delivery catheter system was withdrawn from the patient. Per the physician, a non-medtronic guidewire caused a perforation to the left ventricle. The patient was placed on percutaneous pulmonary support (pcps) and a thoracotomy was performed. One hour had passed since the valve was loaded; therefore, the valve was discarded and not used for the procedure. A second valve was successfully implanted. In addition, an inferior vena cava injury was reported that was caused by a connection error unrelated to a medtronic device when the pcps was initiated, likely related to user error. One day later, the patient died. Per the physician, bleeding was the main cause of death.